Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while in the process to replace his infusion set, the infusion set's tubing was pulled out of the introducer needle when he attempted to remove infusion tubing from the applicator device. At the time of the event, the patient's blood glucose level was 109 mg/dl. Reportedly, he did not notice any damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.